Event description:
(B)(4). The dealer reported that the unspecified patient lift droplet a patient on two different occasions. There was no patient injury reported. Should we receive additional information, this file will be revised, and appropriate supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two complaints were created because of different events and dates were reported, and the file numbers are the following: (B)(4) (MDR), and (B)(4) (MDR).